Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility reports that at the end of the wisdom tooth removal surgery the drill/burr attachment cannot secure the cutter. There was one to two minutes delay due to the reported event. Same device was used to complete the procedure. Surgery was completed successfully without any harm to patient and without any medical intervention required. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The reporter's complaint that the ((B)(4)) attachment will not secure a cutter was confirmed. The device was tested and found to be frozen. This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.